Manufacturer narrative:
A follow up report will be filed if more information becomes available.

Event description:
It was reported that while in cath lab, md inserted sheath. While preparing iab per instruction, md used one-way valve and negative pressure was established. As md was removing iab from tray, two protective tubes from tray came out with iab. Md removed tubes and tried to insert iab through sheath. Iab unwrapped inside sheath. As a result, iab with sheath was removed and md inserted another iab with success. There were no reported pt complications.